Event description:
It was reported that during a fluent procedure on (B)(6) 2023, the fluid deficit stayed at a certain number during the procedure and the staff did not realize it , thus the patient received a fluid overload estimated at around 2 liters. Patient became unstable due to bronchospasm and after the surgery presented with cough. Due the patient exhibiting symptoms of fluid overload it was admitted to the intensive care unit and received a chest x-ray and treatment with steroids and diuretics. The patient was discharged after several days and is recovering well. The console was examined and tested and it was found within tolerance limit. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The console was examined and tested and it was found within tolerance limit. A load cell calibration was performed and it was found within normal limits.